Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate reading was inaccurate after filling the cartridge with 300 units of insulin. The customer had not yet delivered any insulin. However, after 10 units were delivered, the insulin gauge remained static at 105 units. Tandem technical support attempted to follow-up with the customer to confirm if the insulin gauge reading had adjusted; however, no reply from the customer was received.